Event description:
As reported to medtronic, dept staff responded to a cardiac arrest call. Disposable defibrillation electrodes were placed on the pt. When an attempt was made to analyze the pt's rhythm, the device indicated connect electrodes and use of the device was inhibited. The device operator checked the connections and everything appeared to be connected properly. CPR was started, als providers arrives on scene. However, before their device could be attached, the pt responded to the CPR. The pt was transported to the hosp. After the call the device was attached to a pt simulator and tested, the device indicated connect electrodes with a valid connection.